Event description:
It was reported that while performing an atrial fibrillation (afib) - persistent procedure, a non-bwi coronary sinus catheter made by jll was placed inside the right atrium. Brockenbrough was conducted observed by ultrasound findings. Then pulmonary vein isolation (pvi) of both sides were conducted. After completion of both pvi and during creating a block line of cti, an afib occurred. The physician delivered ablation targeting cfae (complex fractionated atrial electrogram) from right atrium, coronary sinus, and the left atrium. But during ablation at the left atrium, the blood pressure reduction was observed. A tamponade was confirmed by ultrasound findings. The patient's condition and blood pressure recovered after drainage, and the procedure was concluded. Upon request from the bwi field representative, no additional information was able to be provided.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model #: fg-5400-00j, serial #: (B)(4). C3 nav variable lasso, model #: d-1290-01-s, lot #15740115l. Non bwi - coronary sinus catheter (by jll). Manufacturer's ref. No.: (B)(4).